Manufacturer narrative:
Hologic reviewed logs provided by the customer. Hologic did not identify any hardware or reagent preparation issues and determined that the sample was either mishandled or had a low target concentration. Hologic technical support relayed the log review to the customer and advised to operate the instrument according to the panther operator¿s manual and to prepare samples and reagents according to the instructions in the aptima combo 2 assay package insert.

Event description:
On (B)(6) 2024, a customer reported to hologic that they obtained a discrepant gc result using the aptima combo 2 assay, master lot 899831. The specimen was initially tested on (B)(6) 2024 and resulted gc positive. The sample was retested on (B)(6) 2024, and again on (B)(6) 2024, and resulted as gc negative both times. The result was amended but the customer confirmed that patient treatment was provided based on the initial positive result.